Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted sacrocolpopexy, the patient developed a rash at the trocar site which spread to the whole body. The cause of the post-operative complication is unknown. It is also unclear what medical intervention, if any, was administered to the patient as a result of the post-operative complication.

Event description:
It was reported that after undergoing a da vinci-assisted sacrocolpopexy, the patient developed a rash at the trocar site which spread to the whole body. Intuitive surgical, inc. (Isi) followed up with surgeon on (B)(6) 2022 and obtained the following information: the patient developed small rash on abdomen that progressed to a whole body rash. The surgeon suggested that the patient may have had a reaction to surgical glue. The surgeon referred the patient to an allergist. The allergist determined that the patient has nickel allergy and wanted to know if there was any nickel content in the device. The surgeon was unwilling to provide any additional information regarding the event.